Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead experienced low impedance. The right ventricular (rv) lead experienced low impedance and high thresholds. The right atrial (ra) lead and right ventricular (rv) lead were capped and replaced. No patient complications have been reported as a result of this event.